Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025 which resulted in high blood glucose. High blood glucose was reported to be 576 mg/dl. The location of infusion set was abdomen. The infusion set was in use for three days. No further information available.